Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/22/2021. H.6. Investigation: two photos and one sample were provided to our quality team for investigation. Through visual inspection, the scale is observed to be missing from the syringe. A device history review was performed for lot 2009060, finding one annotation related to this defect. During the marking process, an incident was detected related to a misalignment of the cutter and inkpot which created incorrect markings. Once detected, the mechanical team repaired the failure and defective product was scrapped. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on our investigation, it was determined this defect is related to the failure detected during the marking process, the reported unit not being properly detected and discarded.

Event description:
It was reported that the bd plastipak¿ 20ml syringe luer-lok¿ experienced missing scale marking. The following information was provided by the initial reporter: 20 ml syringe without graduations at the time of preparation of the treatment. The syringe was changed. After checking the other syringes of the same batch in the department, only one was involved. Consequences for the patient: -none.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ 20ml syringe luer-lok¿ experienced missing scale marking. The following information was provided by the initial reporter: 20 ml syringe without graduations at the time of preparation of the treatment. The syringe was changed. After checking the other syringes of the same batch in the department, only one was involved. Consequences for the patient: none.